Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9 am on (B)(6). The patient reported obtaining a blood glucose reading of 34 mg/dl on the subject meter at 9 am on (B)(6). The patient reported developing symptoms of ¿shaky and lightheaded¿ five minutes later. The patient reported self-treating these symptoms with ¿two juice boxes¿ at 9:30 am. The patient reported obtaining a blood glucose reading of 200 mg/dl on the subject meter at 11 am. The patient manages their diabetes with a combination of medication, including lantus and novolog. The patient reported taking their usual 5 units of novolog and 1 unit of nepro at 11:10 am. The patient reported obtaining a blood glucose reading of 330 mg/dl on the subject meter at 12 pm. The patient reported obtaining another blood glucose reading of 357 mg/dl on the subject meter at 1:30 pm. The patient reported taking 5 units of novolog at 1:40 pm and stated that this was in addition to their usual diabetes management regimen. The reported blood glucose readings were obtained over 20 minutes apart so do not allow for lifescan to determine an inaccuracy. At the time of troubleshooting the cca confirmed that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.